Event description:
The pt was revised to address a stem which had broken midway between the taper in the ztt sleeve. Minimal poly wear of the liner was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were unavailable. A two year complaint database search finds no other reported material fractures against the stem product code. It would also not be unreasonable to find some degree of poly material wear after the length of time reported as implanted. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.